Event description:
It was reported by service report that the bed trips the circuit breaker in the room as soon as it is plugged in. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Results: power coil cord.